Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l55007, implanted: (B)(6) 1998, explanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
On 2015-07-29, information was received from a consumer regarding a patient who was receiving clonidine and morphine (unknown dose and concentration) via an implantable pump for non-malignant pain and failed back surgery syndrome. In (B)(6) 2010, a dye test was performed and the healthcare provider (hcp) saw the dye going into the body due to a kink and a spinal leak. The patient was not sure if it was a leak or kink. On (B)(6) 2010, the patient's pump and catheter were replaced as a result. The patient's pump had about a year of life left, so the hcp decided to replace the pump too so the patient didn't have to come back in a year. No further information was provided. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information from the consumer reported that the patient never had a catheter issue that resulted in replacement of the catheter. Additional information has been requested, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be submitted.